Event description:
The facility reports, after the bath, the caregiver was moving the lift out of the tub from the left side of the tub. She was pulling the lift back and turning at the same time over the floor drain area. The castor of the lift fell off, causing the lift to tilt. The resident fell to the side, hitting her ribs against the side support and hitting her head on the lift. The caregiver called for help; another caregiver came and assisted with getting the resident off the lift. It is unknown whether the resident was wearing the seat belt. The resident sustained bruised ribs but no further injuries.

Manufacturer narrative:
An arjo investigator examined the device and found all functions working. There were 47 inches between the tub and a pedestal tub on the left, 62 inches to the right, 101 inches from the end of the tub to the wall. The floor around the drain and at the point for transferring in and out of the tub was wet. The seat belt had not been correctly positioned. A velcro strap had been bolted to the battery then wrapped around the pillar. A castor has been returned to mfg for eval, but it is not clear as to whether it is the castor from the incident or not. The maintenance personnel indicated that the threaded post was intact and the bearing seemed sticky. The castor replaced in the pictures from the site is the front same side as the back rest. There is minimal service history for the device. On july 6, 2007, there was a request to tighten the bolts on the base. In 2007, regular maintenance according to the facility's internal program was done. A supplemental report will be submitted upon completion of the MFR's investigation.